Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem occurred when procedure was completed, and customer was ready to take patient off the table. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file indicated that there was connection with the generator error. During troubleshooting the fse found that generator was not turned on and checked connection, found loose ¿l1¿ connection on k2 relay. The fse tightened the wire, which resolved the reported problem. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the fluoroscopy was not working. The device was in clinical use. The patient was moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.